Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. It was reported that the thread is splitting during surgery.

Manufacturer narrative:
Samples received: 3 units of premilene 2/0 (3) 75cm ds24 unused, in original, closed package. Preliminary analysis: stock review: after reviewing the stock, it was verified that units of this product code and lot number are not currently available. Quantity produced / imported: the traceability is checked and verified that of this lot and product code, a total of (B)(4) units were made. Distributed quantity: the entire lot was distributed in 27 clients, which are located in cities such (B)(4). Background: reviewed the database of claims and verified that to date, ther are no incident reports that are related to this product code and lot number. Batch record / batch record: the documentation for the batch manufacturing was reviewed and there is no record of deviations or alterations during the process. Results for batch release: in relation to the results obtained for the release of the batch, with respect to the resistance to tension in the knot, the batch complied with the requirements required for this type of suture; did not show de-lamination. Analysis of sample (s): visual check was performed on samples received and units were sealed. A knot strength test was performed on the yarn, with the samples received and the de-lamination not evident. The visual aspect is the usual one, as it can be seen in the attached image. With respect to this cause, the de-lamination of the thread is not a behavior that is evident in the raw material. Conclusions: complaint is justified. Taking into account that the suture used by the client did not fulfill the OEM specifications. Actions: preventive / corrective actions, it will proceed to inform the supplier of the raw material about the incident presented in order to evaluate its processes, thus minimizing the risk and prevent this failure from recurring.